Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, self-test, rewind and basic occlusion test. The pump was monitored and no audio/beep anomaly was noted; however, the motor made screeching noise during rewind due to a faulty motor.

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer reported a beep anomaly. The pump constantly beeps sometimes during rewind. The customer stated that the sound was louder than the usual beeping. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.